Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit fiber optic part failure. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit fiber optic part failure.

Manufacturer narrative:
Additional customer contact phone: (B)(6). A getinge field safety engineer (fse) reported that the fiber-optic port was ok, and internal connector was ok, calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion.